Manufacturer narrative:
The device is not available for an evaluation, as it was discarded after the procedure. The investigation is underway.

Event description:
A patient experienced blisters on their cheek after a thermage flx procedure. A picture was reviewed by the medical reviewer. The available picture showed blisters and post inflammatory hyperpigmentation are visible on the patient''s cheek. The highest energy level used during treatment was level 3. There were no error codes during the procedure. The treatment tip was inspected prior to use, as well as every 300 pulses during the treatment with no abnormalities noted.

Manufacturer narrative:
No other treatment or product related information is available. No product was returned for evaluation. Unable to confirm any system or tip issues. According to thermage flx user manual, blisters and hyperpigmentation are possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. No corrective action is required.

Manufacturer narrative:
Correction: b3 date of event - from: (B)(6) 2021 to: (B)(6) 2022. The datacard log was returned and evaluated. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The review of the system/data logs does not indicate there is any handpiece or system issue present. Based on the evaluation of the data, the system and handpiece perform as expected. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
The date of event is on (B)(6) 2022.